Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the universal analyzer card had malfunctioned. The fse replaced the analyzer card, which repaired the reported issues. (B)(4).

Event description:
The customer reported the coulter act diff analyzer was generating red blood cell (rbc) and mean corpuscular volume (mcv) vote outs for patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.